Event description:
It was reported via a call from the perfusionist in the operating room to the clinical support specialist (css) at 09:28 am est that the pt was on the autocat2wave with a zeroed fiber optic intra-aortic balloon (iab) in place. Indication for use: pt having coronary artery bypass graft (CABG). The pump had been pumping and then the pump "shut down" and stopped pumping. When it came back up, there was a "front end error" message. They did a reset on the pump and the pump has been pumping fine without alarms. When the css spoke with the perfusionist she wanted to know if they should do something with the pump because of this error message. The css explained that it might be best to have the pump switched out for another pump since this pump had that message and they had not been doing anything to the pt or the pump at that time. The css would have this pump sent to biomed for eval. The css explained that when they switch the pump they will need to calibrate the fiber optic on the new pump. The perfusionist understood and thanked the css for the assistance. The perfusionist did not have more time to give the css any other info since the perfusionist needed to get back to the pt and put the pt on bypass. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an interruption in therapy while restarting the pump with no harm to the pt. The pt outcome is the pt is stable on the intra-aortic balloon pump (iabp) therapy. It is unk at this time if the pump was switched out. Add'l info received on (B)(6) 2012 from the perfusionist stated "the pump was switched out quickly during the time that the pt was on bypass so there was no impact to the pt at all. It was sent to biomed at the time and I have no more knowledge of the pump."

Manufacturer narrative:
(B)(4). Device will not be returned for eval.